Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 3 events were reported for this quarter. Product return status, 3 devices were evaluated based on historical data analysis. Evaluation findings (results/components), 3 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition, 3 devices: scrapped by stryker. Additional information, 3 devices were not labeled for single-use, 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 3 events for the failure: overheating of device - 3 events had problem identified during non-clinical procedure; there was no patient involvement.